Manufacturer narrative:
Section a2, a4, and a5: not applicable, as there was no patient contact. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was opened, not used. Additional information was received, reporting that there was a torn haptic in the injector. There was no patient contact. A new lens was used. No further information was provided.